Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the operator encountered the placement difficulties. It was noted that the guidewire could not be completely inserted into the lead and the fixation of the lead could not be completed. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.